Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2024-00677 it was reported that the patient's left lead had migrated, and system diagnostics recorded high impedances also on the lead. As a result, the patient was experiencing ineffective therapy. Additional information was received stating it was initially thought only lead had migrated and had impedances but upon further investigations one lead migrated and one lead had high impedances. Surgical intervention took place where both leads were explanted and replaced to address the issue. Effective stimulation was restored.